Event description:
Additional information was received from the manufacturer representative (rep) stating the implant lead was placed top of t8 to emulate the trial placement (was top of t8). They spoke to the patient¿s husband yesterday and he reported to me that the patient is getting ¿some¿ left foot relief. He also told me that the trialing hcp (different from implanting physician) brought up the possibility of a revision for better coverage. No further information is known at this time and they will follow up if they are alerted of more details later on.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient was having issues with their stimulation and the issue began several months ago. Caller mentioned they turned the stimulation up gradually in about over an hour. Caller turned the stimulation up 7 to 8 and they turned it up a little bit more but it flattened and shocked the patient to bed. Caller turned the stimulation down then turned the stimulation off. Caller also mentioned the implant was for the patient's left foot. Patient's foot would start hurting and patient would turn up the settings, but it would start shocking their right leg and right abdomen. The stimulation wasn't killing the pain in the left foot. Caller mentioned they turned it up so high that it started shocking the wrong legs. Caller mentioned they couldn't use b and c after adjustment since b and c were really strong. Patient could only do group a. Patient was now able to use all 3 groups but it still didn't help their foot and it was still shocking the wrong leg and abdomen. The caller was told that the leads were put in the right side and was put in for the wrong foot. Agent redirected caller to their healthcare provider (hcp) to address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-dec-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.